Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2015 from clinic notes that the patient is referred for replacement due to ifi-yes. Notes dated (B)(6) 2014 state that the mother uses the magnet with the more sustained seizures and is uncertain if it makes any difference. These notes state that ifi is seen. The patient has had an increase in severity of intermittent seizures. She just had an increase in her depakote made which should now be reaching steady state and had an increase in weight. The notes mention that the ifi flag may be another reason for the seizure change. Notes dated (B)(6) 2015 state that the vns was interrogated and ifi indicator was seen still. The physician's impression is that the patient continues to have daily seizures which do not appear compromising. Follow-up with the physician's office regarding the change in seizure pattenr showed that she could not completely verify what the issue was but she new that increase in severity was no longer an issue so likely it was not related to the patient's battery. Surgery for battery is likely but has not occurred to date.

Event description:
The patient had generator replacement surgery due to battery depletion. The generator was received, but analysis has not been approved to date.

Event description:
Analysis on the generator was approved. The device was at end of service and was pulse disabled. The electrical test results showed that the pcba performed according to functional specifications. Therefore, the electrical performance of the generator was used to conclude that no anomalies exist and the end-of-service (eos) condition was an expected event. There were no additional performance or any other type of adverse conditions found with the pulse generator.